Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the patient line was bent and had a hole, which resulted in insulin leaking from the pigtail. Customer's blood glucose level was 270 mg/dl. Reportedly, customer loaded a new cartridge to address the issue and resumed insulin therapy on the pump.